Manufacturer narrative:
Correction: approximate age of device -- 11 months, 7 days. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Approximate age of device ¿ 9 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the subject was presented to the emergency department (ed) on (B)(6) 2019 with a productive cough and shortness of breath. He reported wheezing, using inhaled medications more frequently, and being very hot and cold and shivering. He also reported chest pain. EKG, labs, chest x-ray were performed. Chest x-ray returned with streaky opacity in the right lung base, and influenza a returned positive. Given chronic obstructive pulmonary disease (copd) history, subject was given tamiflu, steroid burst, and antibiotics. Subject was discharged on tamiflu and oral levaquin on (B)(6) 2019.